Event description:
It was reported by the rep that the device was used during a low anterior resection. It was reported the surgeon stated the ecs29 was difficult to remove after firing. He did not feel, after firing and opening 1/2 to 3/4 turns, that stapler released as it should have. Scrub nurse, reported detachable head of stapler as seeming to be "caught on" the anastomosis staple line. After pushing forward, the stapler was able to be removed. The anastomosis was oversewn and leak proof test confirmed an airtight/leakproof anastomosis. There was no consequence to the patient.